Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer's blood glucose was unknown. The customer stated that he used new batteries from different packs but still received the alarm. The customer was advised to used alkaline batteries after he stated that he used rechargeable nickle metal batteries. The customer stated that neither the battery compartment nor the spring were damaged or corroded. The customer was advised that their insulin pump needed to be replaced. The customer was advised to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. The insulin pump has minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.